Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 10/dec/2023 at 21:31:00, on 24/apr/2024 at 21:16:09, and on 12/sep/2024 at 15:59:19 in which the motor start parameters were atypical. Log file analysis also revealed two (2) controller power up events with associated pump start events logged on 11/sep/2024 at 21:05:34 and 12/sep/2024 at 15:59:14, indicating losses of power to the controller. The data point prior to the first loss of power revealed that bat(B)(6) was connected to power port one (1) with 53% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 93% rsoc. The data point after the first loss of power revealed that no power source was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that bat(B)(6) was connected to power port one (1) with 33% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 24% rsoc. The data point after the second loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The controller was without power for sixteen (16) and twenty-one (21) seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the reported controller loss of power events can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Additional products: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power. Patient admitted the accidental double power disconnect. The patient was reminded of proper power source management. Additionally, during the review of log file data a history of multiple motor start events with parameters outside of the typical range were revealed. The ventricular assist device (vad) and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 implanted (B)(6) 2015, 0292 implanted (B)(6) 2015, 1458q implanted (B)(6) 2015, additional product: d1: heartware ventricular assist system: controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date: 31-may-2024 /serial or lot#: con424341 d9: no h3: no h4: mfg date: 26-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.